Event description:
It was reported that a shaft break occurred. During unpacking of a 1.50mm x 15mm maverick balloon catheter, it was noted that the device was fractured. The procedure was completed with another of the same device. No patient complications were reported and the patient was stable.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a maverick 2 balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There were numerous kinks. There was a complete separation at 77cm distal of the strain relief. The distal portion of the device was not returned for inspection. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that a shaft break occurred. During unpacking of a 1.50mm x 15mm maverick balloon catheter, it was noted that the device was fractured. The procedure was completed with another of the same device. No patient complications were reported and the patient was stable.